Event description:
The customer alleged one of the left siderail would not latch.

Manufacturer narrative:
The service technician found that there was a plastic cap in the latch siderail mechanism. The plastic cap was removed from the siderail mechanism and the bed functioned to specifications.